Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. Technician confirmed that pm components, manifold, and level sensor had deposits on them. Circulation pump, mixing pump, heater were replaced. Level sensor and manifold were replaced. After replacing the components, a functional test was performed. New calibration, mtk, and est (stk) were performed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter complete facility name: (B)(6). Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was dripping. Per wo evaluation, deposits have formed on some components. Per review of wo on 30jan2026, there was no patient involvement. Per sample evaluation results received via task on 02mar2026, it was reported that the technician confirmed that it was preventive maintenance components and the level sensor and manifold that had the deposits.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was dripping. Per wo evaluation, deposits have formed on some components. Per review of wo on 30jan2026, there was no patient involvement.